Event description:
The customer reported a posterior capsular (pc) tear occurred. During the surgery, there was no issue with the system during the cataract procedure, however, the surgeon noticed a capsular tear. When attempting to perform an anterior vitrectomy with the system, the aspiration suddenly stopped working. A manual vitrectomy was performed with iol implantation in the capsular bag. Additional information received the next day after the event stated, the post operative iop was at 21mmhg, with diamox prescribed to decrease the iop. The patient was seen at about 10 days later, with the iop at 19mmhg, with no further treatment needed and the anterior segment calm. The patient is recovering with no abnormal consequence.

Manufacturer narrative:
The company service rep examined the system due to a reported error message (mechanism timeout error), and replaced the fluidics module to address the issue. It was stated by the customer the system was not the suspected cause of the pc tear. A review of complaints indicates that there have been no additional complaints related to the reported event. Complaint trending indicates no recent adverse trends associated with the complaint. The root cause of the reported pc tear is unknown. The error message is a known issue that is caused by the degradation of the poron washer. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. A CAPA was opened to address this issue. This issue was determined to not be safety related. This known issue was evaluated and a field service replaceable poron washer is being implemented.